Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The returned original box of the polaris loop ureteral stent was analyzed, and a visual evaluation noted that the pouch was opened. The device was present in the package without evidence of use and no foreign matters were identified inside the package. No other issues with the device were noted. The reported event was not confirmed. Based on the product analysis, the customer mentioned that "the hair was taken out", it is unknown if the foreign matter was present inside the pouch or in any package section. Therefore, no problem detected has been selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteroscopy lithotripsy procedure in the urethra, performed on (B)(6) 2020. According to the complainant, while unpacking, the physician noticed a hair inside the package. The hair was taken out of the package and the device could not be used. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.